Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 03july2019. The manufacturer¿s international service technician confirmed the reported issue. Multiple attempts were made to follow-up with the customer to obtain additional information however, there was no response. If additional information is received at a later date, the complaint will be re-opened and re-evaluated accordingly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported power cord issues. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.